Event description:
It was reported that during a da vinci-assisted surgical procedure that lung parenchyma tissue occasionally became caught in the wrist of the tip-up fenestrated grasper instrument. The procedure was completed with no reported issue. Intuitive followed up with the customer and received the following additional information: a xi system was used for the procedure. The reported issue was a general observation of all of the tip-up fenestrated graspers. There was a possibility that the reported issue was due to the specific choreography used by the surgeon. The surgeon seemed to reach across the bulk of the parenchyma with the grasper, while the other instruments had more direct access to the tissue being manipulated because of where the ports were placed. The procedure was completed robotically and there was no delay to the procedure. The trapped tissue was not cut to be freed. It was reportedly freed with another grasper instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a confirmation from the surgeon that the issue was resolved by using a grasper to free the tissue. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.